Manufacturer narrative:
The complaint allegation of a fracture of a 3.4 mm cannulated drill, batch number 14975301, from the ar 1788j-cp internalbrace implant system, is confirmed based on clinical reports describing intraoperative fracture and retained fragments. This investigation is associated with (B)(4); findings remain consistent with those documented. The devices involved are as follows: ar-1788j-cp internalbrace¿ implant system 3.4 mm cannulated drill swivelock anchors pin internal brace. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The reported failure is likely associated with misuse, involving surgeon technique and preparation during device assembly and drilling, including excessive load on the drilling system. Per dfu 0087 eo revision 5, section g, precautions, item 3: ¿make sure to use the recommended drill bit or punch to create the bone socket.¿ per dfu 0087 eo revision 5, section e, warnings, item 9: "pre-operative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device." Per dfu 0087 eo revision 5, section c, contraindications, item 7: ¿the use of this device may not be suitable for patients with insufficient or immature bone.¿ implants removed during the revision surgery were considered to be a harm of the revision. The sonic anchor mentioned in the event description is made by a competitor manufacturer and therefore cannot be evaluated. The initial decision to leave the fragments in situ was based on the surgeon¿s clinical judgment that removal would pose a greater risk to the patient. Per dfu 0087 eo revision 5, section e, warnings, item 10: ¿any decision to remove the device should take into consideration the potential risk to the patient of a second surgical procedure.¿

Event description:
It was reported by a sales representative via email that a 3.4mm cannulated drill from an ar-1788j-cp internalbrace implant system broke inside the patient's talus. Surgeon did not remove the broken fragment as it would cause more harm attempting to take it out. The case was completed successfully. Additional information received on 7/19/2022: the surgery took place on (B)(6) 2022 and was completed with a cannulated 2.7mm drill and a 1.6mm k-wire. On 03-jan-2024, an email was received from a patient representative who confirmed the details of the case to an arthrex employee. A patient legal representative reported via email that a patient underwent a lateral ankle ligament reconstruction of the left foot on (B)(6) 2022, during which a drill bit broke off into the talar body as well as the distal portion of the pin. Multiple images were taken using a c-arm, and there were no signs of the pin or the drill bit in the joint or surgical site. At the time, the surgeon decided that attempting to retrieve the broken pieces would cause more damage than leaving them in place. Following the (B)(6) 2022 surgery, the patient continued to report pain and requested removal of the retained fragments. Although the surgeon advised repeatedly that removal could cause further damage and expressed no concern with leaving the fragments implanted, the patient insisted on removal. The patient underwent revision surgery on (B)(6) 2023 for removal of the left-ankle implants, the pin, and the drill bit. Using light drilling and a rongeur, the tip of the broken drill bit became evident and was removed. After multiple c-arm images, the pin was identified and only the tip was removed, along with another piece of the drill bit. However, another portion of the pin appeared to be well into the body of the talus, and the surgeon determined that retrieving it could potentially cause significant damage, as it was located just beneath the talar dome. Bone putty was then placed into the deficits where the anchors had been positioned. A sonic anchor was driven into the distal fibula to track down the distal portion of the capsule; however, the sonic anchor pulled out, and the surgeon used a 2.0 fiberwire for stable fixation. Both procedures were performed by the same surgeon at the same facility. This event was also reported by a patient legal representative in 2024 under case (B)(4). At the time of the report the specific devices and facility were unknown. Additional information received: arthrex received additional medical records confirming that during the (B)(6) 2023 surgery the retained drill bit was removed however the pin fragment remained. The patient continued to have pain and sought a second opinion. On (B)(6) 2024 a removal and revision surgery was performed by a different surgeon at a different facility. During this surgery an ankle arthroscopy with treatment of osteochondral lesion of talus was performed and the prior repair was removed partially. During the removal the surgeon first encountered a fibertak anchor anteriorly, which was removed, then encountered the internalbrace within the fibula. This was placed deep and nearly intraarticular. This anchor was found to be loose and placed approximately in the tip of the fibula and was removed in its entirety as it was pistoning in and out of the hole. The surgeon then dissected down to other previously placed anchor, which was outside of the region of the subtalar joint, placed in the plantar and posterior aspect of lateral process of the talus. The internalbrace was then cut, and the surgeon attempted to remove the anchor, but it was at least partially ingrown with the bone and could be turned. Given that it was extraarticular, the surgeon elected to retain this anchor. The surgeon also looked for the previous broken guidewire, which was found to be extraarticular as well, and therefore, he did not attempt to remove this. Then he dissected down to the cfl fibertak suture anchor, which was removed. With removal of this, the peroneus brevis tendon was exposed. There was found to be degenerative split tear adjacent to this fibertak approximately 2 cm in length. This completed the removal of hardware. Following the removal of the hardware the peroneus breves was repaired (part unknown) and then a revision lateral ankle reconstruction using an arthrex internalbrace system was performed (part/lot unknown).